Event description:
Litigation papers allege the patient is scheduled for revision surgery on (B)(6) 2010 to address recurring pain, as well as clicking and popping in her hip. It is further alleged the patient suffered from unknown rashes. Information received from the sales rep indicates that the patient was revised on (B)(6) 2010 to address hip pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.